Event description:
It was reported the patient did not charge her scs system, and it is now inoperable. An sjm representative confirmed the patient's system is no longer communicating with external devices. Patient is going to meet with an sjm representative and her physician to determine the next steps to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.